Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the fiber breaking at the insertion point into the scope based on the location of the break. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found during a therapeutic thulium laser lithotripsy.

Manufacturer narrative:
The device was returned to olympus for evaluation. The fiber was broken 2 meters from the proximal end, possibly broken during insertion. A specific root cause could not be determined. However, it appears to have been mishandling by the user. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laser fiber and laser unit were being used in an unspecified procedure when the scope heated up and burnt the user. There was no damage to the scope. The fiber itself appeared frayed. The procedure continued and was completed with a second fiber. Additional information was requested about the doctor's degree of burn and treatment/intervention provided; however no response was received at this time. Based on the available information, the event does not meet serious injury criteria. There were no reports of patient harm.